Event description:
The device was returned to the service center for a report from the customer contact that the device failed the distal occlusion test. The device passed the distal occlusion test so this is not a reportable malfunction. However, further during verification testing at the service center, it was found the device regulator closer was unseated.

Manufacturer narrative:
The device mechanish was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.